Event description:
The plaintiff's attorney alleged that the patient experienced cardiac death while undergoing dialysis treatment. It was reported that the death occurred due to the administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.